Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received an insulin flow blocked alarm. Troubleshooting for insulin flow blocked alarm was performed. The customer's blood glucose level was 462mg/dl at the time of the incident. The customer declined to troubleshoot for the high blood glucose. The customer was assisted with fill cannula and they stated the insulin exited. The customer was advised that they may be a possible site related issue or site/set occlusion and to change the entire infusion set system. The customer did not have the product to return. The product will be returned for analysis.